Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer's blood glucose was 445 mg/dl at the time of incident. The customer's blood glucose was 462 mg/dl at the time of call. The customer stated that he treated his high blood glucose with insulin pen during the troubleshooting. The customer performed troubleshooting and did not found air bubbles, leaks, insulin issues, and setting issues. The customer stated that he was not sure if the cannula was pulled out of his body. The customer stated that he could see the cannula through the hole. The customer was unable to perform high pressure test at the time of call due to unavailability of tubing clamp. The customer was advised that a tubing clamp will be sent. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.